Manufacturer narrative:
(B)(4). A philips field service engineer (fse) went onsite to troubleshoot the issue and confirmed the customer complaint. The fse noted that the customer inserted the horn line test and it was normal. Through testing and the doctor using, the device returned to full functionality. No parts were replaced and the device remains in use at the customer site. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or pt. The device remains at the customer site and in use. There have been no add'l calls from the customer to report the same failure. The available info from this report does not support that this failure represents a system, design, or labeling problem. No customer communication was requested and/or warranted.

Event description:
The customer reported the device had "no voice".